Event description:
5 coils were successfully deployed using an excelsior 1018 catheter. While attempting deployment of a 6th gdc coil, the detachment indicator of the power supply turned on, signalling that the coil had detached. During retrieval of the pusher wire it was noticed that the coil did not detach. A second attempt at deploying this coil resulted in the same problem - the detachment indicator had turned on but the coil did not detach. When the coil was retrieved outside of the pt's body and checked, the coil was noticed to have detached from the pusher wire. The procedure was completed successfully with another gdc coil. The post-operative status of the pt was reported as being "good" and no intervention was required.